Manufacturer narrative:
No lot numbers with expiration dates were provided. The field service engineer (fse) found leaking cell rinse tubes. The fse replaced the tubes and confirmed the module was operating back within specification. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of discrepant results for urea (bun) and sodium (na) on a cobas 6000 c (501) module. The bun results were 13 mmol/l and 2.2 mmol/l. The na results were 400 mmol/l and 144 mmol/l. It is not known if these results are for 1 patient sample or 2 patient samples. No questionable results were reported outside of the laboratory.